Event description:
It was reported that the intraocular lens (iol) was explanted during the implant procedure due to the haptic being distorted/damaged. Further, the incision was slightly enlarged; no vitrectomy was required, and the patient is fine. Medication prescribed post op was dexamethasone and chloramphenicol. No further information was provided.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturing facility and inspected at 10x microscope magnification. The visual inspection revealed surface residuals adhered to both sides of the optic body compatible with the implant/explant process. The lens had a large cut in the optic, and one broken haptic. Part of the broken loop (haptic) remained inside the drill hole of the optic. The haptics were disconnected/loose due to the haptic broken condition as reported and was not due to detached haptic from the drill hole (as manufactured). The large cut in the optic was consistent with the explant process. The reported event for a disconnected/loose (haptic detached) haptic broken was verified in the returned lens sample and may be related to a use error. A review of the manufacturing records indicated that all process operations were in compliance. All tests results showed a pass condition and no deviations or non-conformances (ncr) related to the reported event were generated. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.